Event description:
Patient came in with bleeding from breast lumpectomy site; local anesthesia was placed, lidocaine 1% with epinephrine, 5ml at wound site. When attempting to place initial suture at worst site of bleeding (inferior wound edge) with 4-0 ethicon, needle tip embedded in tissue and while trying to reach opposite wound edge, there was a snapping sound and needle became disconnected from suture and fully embedded in tissue, not visible or retrievable by hemostat. Suture not to expire until 2026. Hemostasis was achieved with 4-0 monosof and I explained to patient that I could not locate needle and advised that patient go to ER where an additional steri strip was placed over the superior aspect of the wound dehiscence. Patient was advised to go to the ER and to follow up with her breast surgeon.